Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-01951, 1225714-2013-01952.

Manufacturer narrative:
Additional information received states that the patient experienced a stroke approximately eleven days before the previously alleged cardiovascular event. Further information has been requested to confirm the event; any relevant information will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated mdrs #1225714-2013-01951 and 1225714-2013-01952.